Event description:
It was reported that the patient was in the emergency department with low flow alarms that began on 17jan2024. Log files were submitted for review and confirmed low flow events on 18jan2024. A low flow software update was requested due to the low flow alarms in the setting of adequate hemodynamics and blood pressure. Additional information was communicated on 24jan/2024 that the patient continued to have persistent low flow alarms with ¿slow uptake into the inflow¿ during angiogram. The surgeon decided to take the patient to the operating room to explore the pump and components. After further analysis, it was decided to perform a pump exchange.

Manufacturer narrative:
A4. Patient weight was requested, information not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: catalog number and UDI was corrected. Section d6b: date of explant corrected. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), confirmed thrombus within the inflow cannula. A correlation between the thrombus formation and the low flows observed in the log files could not be conclusively determined. The submitted controller event log file contained events on 18jan2024. The estimated pump flow ranged from 2.4 lpm (liters per minute) to 2.7 lpm over the duration of the log file. A total of 20 low flow alarms were captured. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump header. An additional segment of the pump cable, measuring approximately 12.0¿, was also returned. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft (lumen and bend relief) were not returned. The cuff lock was returned in the default position, and the apical cuff was not returned. Examination of the textured blood-contacting surface of the inlet cannula inlet revealed a red, tissue-like deposition within the distal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inlet cannula over an undetermined amount of time while the pump was supporting the patient. A specific cause for the formation of the thrombus could not be conclusively determined through this evaluation. The thrombus appeared to be minimally occlusive of the overall blood flow path and could not be conclusively correlated to the flow reduction observed in log files. The remaining blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad (left ventricular assist device) periodic log file contained data spanning from 14jan2024 to 25jan2024, recorded in one-hour intervals. A decrease in lvad mean flow from 3.6 lpm to 1.8 lpm was recorded over the first 9 days of the log file, with lvad mean flow increasing to 3.5 lpm just prior to the end of the captured data. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7, ¿alarms and troubleshooting,¿ outlines all audible/visual alarms and the actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.